Event description:
Additional information received from the author reported that the date of implant was (B)(6) 2013; the date of the event was unknown. Troubleshooting consisted of the patient going to the clinic and having the physician turn on the implantable neurostimulator (ins). The patient fully recovered from this event. The cause of the event and other actions/interventions taken were unknown.

Manufacturer narrative:
Date of event: please note that this date is based off the year of publication of the article as the actual event date was not provided. Please note that this device was used in an off-label manner as it was implanted in the anterior thalamic nuclei for treatment of epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Boongird, a., boongird, a., khongkhatithum, c., thampratankul, l., visudtibhan, a. Deep brain stimulation of anterior thalamic nuclei for intractable epilepsy in thailand: case report. Journal of the medical association of thailand. 2016;99(supplement 3):s126-s129. Summary: anterior thalamic deep brain stimulation (dbs) can be performed safely with satisfactory seizure outcomes. Direct targeting of anterior thalamic nuclei combination with microelectrode recording can be very helpful, especially when asymmetric basal ganglion structures were detected. Reported events: one (B)(6) male patient underwent bilateral anterior thalamic nucleus deep brain stimulation (ant-dbs) for intractable epilepsy. The postoperative MRI brain t1 revealed good electrodes positions in the bilateral ant. The patients seizure was improved overall with 60% reduction in frequency and duration during a two-year follow-up period. Only a few secondary generalized tonic-clonic seizures were reported when the battery accidentally shut off itself. The following device specifics were provided: implantable neurostimulator kinetra model 7428; lead model 3389.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.